Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_992 - valved grafts pas, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 23mm sjm masters series valsalva aortic valved graft was successfully implanted in a patient. On (B)(6) 2024, the patient was admitted at the emergency room with complaint of chest pain of the course of 7 days. The patient's chest pain was noted to have worsened in the last two days. A chest computed tomography angiogram was performed and revealed a pseudoaneurysm. An unknown treatment was performed.

Event description:
Subsequent to the previously filed report, additional information was received that the patient had cervical pain radiating to the right upper limb for 7 days with worsening symptoms 48 hours before being admitted to the hospital. It was also noted that the patient had associated right shoulder weakness and a throbbing sensation in the suprasternal region. The patient was administered zaldiar and arcoxia, without improvement in symptoms. The patient was also administered empiric antibiotics (ceftriaxone and daptomycin). The cause of the patient's pseudoaneurysm is attributed to oligosymptomatic endocarditis, that involves the 23mm sjm masters series valsalva aortic valved graft. A positive culture on the valve itself was confirmed as cutibacterium acnes. On (B)(6) 2024, the decision was made to explant the 23mm sjm masters series valsalva aortic valved graft and replace it was a 21mm sjm masters series valsalva aortic valved graft. There was no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event of worsening chest pain and pseudoaneurysm which was attributed to oligosymptomatic endocarditis was reported. Also reported that the patient had cervical pain radiating to the right upper limb for 7 days with worsening symptoms 48 hours before being admitted to the hospital. A more comprehensive assessment, including histopathological examination of the valve could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was due to explant of 23 mm masters series valved graft and replacement with a 21 mm masters series valved graft. The reported unexpected medical intervention was to administer medication. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.